Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 600 mg/dl and low blood glucose value were 32 mg/dl, 24 mg/dl, 29 mg/dl and also 125 mg/dl. The customer treated high blood glucose with insulin pump and manual injection and low blood glucose with food. The customer declined troubleshooting for high and low blood glucose. The customer also stated that the that the reservoir was not able to lock in place when inserted into insulin pump. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will not be returned for analysis.